Manufacturer narrative:
Concomitant: product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient. Product ID 3708260, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger. Product ID 3998, lot# lb2274, implanted: 2004-(B)(6), product type lead. Product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had not been working since a stint was put in on (B)(6)-2014. The patient had a stint put in his leg about 6 weeks prior to the report, and since then, the stimulator was not working. The patient was not feeling the stimulation at all and it was not helping to manage the pain in his back and legs. The patient programmer was not turning the device on or off. The patient saw the ¿charge your ins¿ information screen on the patient programmer. The patient thought his ins was charged. The recharger worked fine and he had a full charge. The first quartile was flashing on the recharger and he had 7 boxes shaded. The patient saw the lightning bolt in the upper left corner. The patient had a stroke in (B)(6) 2014 and a couple of months later, they found a blockage in his leg or groin, so he got the stint put in. This was not related to the device. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.